Event description:
Had the breast pump on both breasts, no discharge., followed with mammo/ultrasound. Audiologist appreciated scattered calcification within two duct glands. Follow-up biopsy indicated dcis, multi focal, end result right breast mastectomy. Please advise if the halo may have exacerbated the dcis tumor by scattering it within the glands. FDA safety report ID # (B)(4).